Event description:
The analyzer produced a negatively biased result on troponin I for a quality control sample. A result of 0.19 ng/ml was obtained versus a target value of 1 02 ng/ml. Field engineer visited the site and performed maintenance on the analyzer. There was no report of pt harm as a result of this occurrence.